Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had broken paddles. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# (B)(6), the correct cfn# is (B)(6).

Event description:
It was reported to philips that the device had broken paddles. There was no patient involvement.